Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a clearlink system continu-flo solution set with duo-vent spike in which a no flow was detected during priming. Upon speaking with the customer, the writer was informed that the customer was having problems priming the set because they could not establish a flow. The set was put aside for an unknown amount of time and it was later discovered that it started flowing normally. There was no report of patient involvement, injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection and functional testing was performed. The sample was spiked into a 1000ml solution bag containing sterile water and re-primed per label copy. The sample primed and flowed normally. Additionally the y-site septum was visually inspected and showed no puncture marks. The reported condition was not confirmed. As the problem could not be confirmed, the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.